Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during drain 2 of 4. The patient line became disconnected from the transfer set. The technical service representative (tsr) explained the alarm. The home patient (hp) will inform the peritoneal dialysis nurse and use manual bags. There was no patient injury or medical intervention indicated at the time of the initial report.